Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc) and its associated components. The sbc was replaced and the calibration files were reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system will not boot up or after it boots up it will reset itself and not complete the boot cycle. There was no report of patient injury.